Event description:
No additional information was provided. Material#: mmp5303-c batch number#: 23089006 it was reported by customer that whenever this item is connected, it automatically starts to disconnect, and it comes apart. Verbatim#: rcc received a complaint via email. Email(s) attached. Whenever this item is connected, it automatically starts to disconnect and it comes apart. Product#: mmp5303-c. Customer reply: the event date is 1/19/24. The customer did get rid of these so there aren¿t any samples or pictures available.

Manufacturer narrative:
It was reported by customer that whenever this item is connected, it automatically starts to disconnect, and it comes apart. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mp5303-c lot number 23089006 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See narrative below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector separated the following information was received by the initial reporter with the following verbatim: whenever this item is connected, it automatically starts to disconnect and it comes apart. Product#: mmp5303-c.